Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 11, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3331, 3221, 4315). The affected complaint sample was not returned for evaluation; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. The manufacturing and incoming inspection records were reviewed and found to have no anomalies. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass there was a high pressure excursion. As per the subsidiary upon opening the pericardium, the patient went into irretractable ventricular tachycardia (vtach), with no pulse. After cannula were placed, bypass was initiated. Perfusionist unable to reach full flows with maximum revolutions per minute (rpm) (less than 3.0 liters per minute (lpm), at 3500 rpm, centrifugal pump head). No kinks noted in any bypass circuit lines. Arterial line occulder fully withdrawn. Transesophageal echocardiogram (tee) confirmed no aortic dissection. Cannula placement adjusted for flow direction. Problem still remained. Femoral arterial line placed to verify mean arterial pressure (map) of 35. As time went on about 20 minutes, flows improved until perfusionist able to flow 5.0 lpm at ~2800 rpm. No changes made to bypass circuit. No known consequence or health impact to patient , product was not changed out , procedure was completed successfully.